Event description:
It was reported that the device was "prior programmed." Alerts were set and could not be reset. The device was not used. The device condition was identified prior to patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: (B)(4) no anomalies were found.